Event description:
It was reported that the cartridge was leaking from the septum and o-ring. There was no reported adverse impact to the customer's blood glucose level. Replacement cartridge was sent to resolve issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.